Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while disconnected from the ilet during a shower, the user received a low glucose alert and confirmed hypoglycemia with a fingerstick of 56 mg/dl, with the lowest reported value during the incident documented as 66 mg/dl; the user treated with oral rapid-acting carbohydrates (five hard candies), and no alarms or device malfunctions were reported beyond the low glucose alert. Symptoms included feeling fine without additional clinical manifestations. Outcomes included correction of blood glucose without the need for outside assistance, medical intervention, hospitalization, or facility care. Investigation included complaint intake review, user education, and troubleshooting on hypoglycemia management. Investigation of this case revealed no device performance issue identified and an event consistent with hypoglycemia of unclear cause during early adaptation of therapy. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.